Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including delayed wound healing, asymmetry and subsequent surgery. Medical affairs has assessed the patient¿s postoperative course as serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral revision augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galaform (galaflex 3dr) were placed bilaterally. Concomitant procedures included fat grafting of left breast, liposuction, mini tummy tuck. On (B)(6) 2017, ae of delayed wound healing was reported. Did not specify which breast(s). Ma adjudication is likely related and serious. Treatment was in office debridement on (B)(6) 2017 and medications of bactroban and septra. Resolved on (B)(6) 2017 with no sequelae. On (B)(6) 2017, ae of left breast sitting high was reported. Ma adjudication is likely related and serious. On (B)(6) 2018, patient got additional surgery of fat graft to lower pole and left nipple lift. Resolved (B)(6) 2018 with no sequelae.